Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left gonadal vein using pod10s and pod3s. During the procedure, a hospital technologist noticed the pod10 was kinked upon removal from its packaging hoop. The damage to the pod10 was found prior to use, and therefore, it was not used in the procedure. The physician then opened and placed another pod10. Next, while advancing and positioning a pod3 in the target vessel using a non-penumbra microcatheter, the pod3 would not take its intended shape to in the vessel; therefore, it was removed. The procedure was completed using another pod3 and the same microcatheter. There was no report of an adverse effect to the patient.